Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The reported complaint that the device had missing parts was confirmed. It was found that the o-ring of the burr adapter was missing. The blade was found to be disassembled. Also the resistance value of the keypad of the handcontrol set was out of specifications. As a result, the keypad was not responding properly. Also the insulation resistance of the motor cable was out of tolerance. The motor cable, handcontrol set, missing o-rings along with the missing parts of the of the drill mounting mechanism were replaced, device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the missing components of the drill mounting mechanism. However, given the information provided we cannot discern a definitive root cause for the defective keypad and motor cable. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The device was received and evaluated at the service center. The reported complaint that the device had missing parts was confirmed. It was found that the o-ring of the burr adapter was missing. The blade was found to be disassembled. Also the resistance value of the keypad of the handcontrol set was out of specifications. As a result, the keypad was not responding properly. Also the insulation resistance of the motor cable was out of tolerance. The motor cable, handcontrol set, missing o-rings along with the missing parts of the of the drill mounting mechanism were replaced, device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the missing components of the drill mounting mechanism. However, given the information provided we cannot discern a definitive root cause for the defective keypad and motor cable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before to an unspecified surgery, it was observed that micro tornado hp w handcontrol had missing oring blade and screw seal on outer casing. During service and evaluation, it was determined that the components of the drill mounting mechanism were missing. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.